Event description:
Customer reported when the anesthesia machine was placed into vent mode, it would not cycle properly and the clinician stated that it appeared the bag was filling up in vent mode. They switched to bag mode and set the apl to minimum and the pressure would not relieve. The clinician swapped the machine out. There was no reported pt injury. Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.